Event description:
We have identified 4 consecutive pts over the past several months who had unusual and clinically significant, migration of radioactive seeds that had been permanently implanted within the prostate. At least 2 of these pts will require a repeat trip to the operating room for re-implantation to fill in under dosed regions. Meanwhile, the risk: benefit ratio of retrieving the migrated seeds does not warrant any additional surgical procedures for extraction. Upon product review, it is believed the rigidity of this newly developed seed train, as well as smooth outer coating, likely contributed to the migration, which otherwise rarely ever occurs to the degree observed. Summary of action items taken to date: discontinued use of the migrating seed product, formally known as therasleeve. Close monitoring of all pts implanted with this product since (B)(6) 2012, with intent to re-implant any pts who may have been undertreated due to migration. A normal eval of all pts implanted with this product is underway, estimated to be between 15-20 pts. The vice-president of theragenics has been informed. This email report to pt safety and risk management with an intent to formally file these events with the FDA. Current preparation of a report to the nuclear regulatory commission. Report of medical event to national health physics program -nhpp- below are details of the 4 consecutive cases identified to date with clinically relevant seed migration. Pt #4 -(B)(6) - implant date: (B)(6) 2013, d90 = 76.8%, qa scan date: (B)(6) 2013, d90 = 59.6%. This is a medical event as defined by the nrc. Findings: procedure performed under direct visualization with no unusual events, with ultrasound confirmation of a high quality implant. However, a few hours later, CT scan identified multiple seeds to have migrated inferiorly out of the prostate, and into the penile bulb. At the subsequent scan 6 weeks later, further migration found seeds lodged within the shaft of the penis within the corpora sponglosum. The dose under coverage of the prostate crossed the boundary of unacceptable, and is a reportable medical event. Action taken: formal report filed with the nhpp and nrc to document this medical event. Pt notified, and agreed with recommendation for repeat implant to fill in under dosed areas. (B)(4).